Event description:
Baxter (B)(4) received a report that an infusor had half of the solution remaining inside the device at the end of therapy. The device was filled with a solution containing 12,000 mg benzylpencillin in saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4).additional narrative: per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.